Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident not determined; however, use error was identified (the patient replaced the cassette and reused the same supply bags.) The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(6) services regarding a check supply line alarm that occurred during prime on the homechoice (hc) machine. The hp stated he already started over with one new cassette and one new bag. The hp confirmed he uses two bags. The technical service representative (tsr) advised the hp that he should have started over with all new supplies. The tsr explained the reused supply bag has been compromised since it was disconnected. The tsr further advised the hp to start over with all new supplies. The hp confirmed he was not connected at the time of the alarm and would restart set up with all new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This report was resolved over the phone; therefore, a sample was not requested. Should any additional information become available, a follow-up report will be submitted.